Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. The device was has not yet been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that an embolization coil unexpectedly detached during y-90 mapping. It was stated that 50% of the coil went in the gastroduodenal artery (gda) and 50% of the coil in the common hepatic artery, and it unraveled to the femoral artery. The coil was retrieved with a snare device. There was no reported patient injury.

Manufacturer narrative:
The device was returned for evaluation. Evidence of damage and stretching was noted during inspection. The distal 1cm is coiled in primary wind configuration; proximal to that point is 60cm of elongated wire leading to a fracture point. The pusher showed no evidence of kinks or bends on the shaft; however, the measured resistance was noted to be out of specification. There is no evidence of the proximal weld ball. Evidence of damage with the compressed heater coil section and folded strain relief was noted on the distal end of the pusher. The outer sleeve of the pusher was removed to inspect the monofilament and knot-tie. The proximal knot-tie was found to be intact on the pusher; however, the distal end of the monofilament was noted to have evidence of a tensile fracture located approximately 4mm from the distal end of the pusher. Based on the investigation and provided information, the complaint of a coil implant detachment can be confirmed. The root cause is unknown, although the device exhibits evidence that it was subjected to tensile forces that exceeded its strength specifications.